Event description:
It was reported that during an interventional procedure to the middle, right superficial femoral artery with eccentric, moderate calcification, the lesion was debulked with turbohawk atherectomy. The 7 x 100 mm on 135 cm absolute pro was advanced to the lesion and deployed. The stent was noticed to be fractured. An armada balloon catheter was used for post-dilatation at nominal pressure uneventfully. No vessel dissection occurred after implantation. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Event description:
Subsequent information was received stating that during an interventional procedure to the middle, right superficial femoral artery with eccentric, moderate calcification, the lesion was debulked with turbohawk atherectomy. The 7 x 100 mm on 135 cm absolute pro was advanced to the lesion and deployed. The stent was noticed to be fractured. An armada balloon catheter was used for post-dilatation and treatment of the fractured stent at nominal pressure uneventfully. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The delivery device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Type of report - correction from malfunction to serious injury

Manufacturer narrative:
(B)(4). Device evaluation: a review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device was unable to confirm the reported device issue as the stent implant was not returned. However, images of the stent were provided which showed a fractured link between rings, and the more proximal ring was less expanded (more constrained by disease) than the more distal ring, thus creating the gap in coverage. It is definitely not a separation of the stent into two parts, but perhaps a gap caused by one or more broken links. Additionally, it may be possible that the anatomical conditions such as the reported moderate calcification may have given the appearance of a fractured stent strut such that that the stent opened and conformed to the lesion (calcification). Furthermore, an armada balloon catheter was used for post-dilatation at nominal pressure uneventfully. Post dilatation of the stent against the calcified vessel may have contributed to the reported stent break. Based on the investigation, no product deficiency was identified.